Manufacturer narrative:
(B)(4). Additional information: intra-operative photographs received. Based on the visual evidence provided in the photos, the belief is that the device was fired over a hard object which also damaged the internal components of the cartridge keeping the staples from deploying and forming. Hands on analysis of the device and cartridge should confirm this root cause of the complication.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the first two firings of the device had no issues. On the third firing the device had issues. The reload didn¿t dispense staples on distal end of reload on the left side. The staples did not dispense on the patient side. The case was completed by ligating the vessel with a 4-0 prolene after opening. Harm to patient - large extra incision, liters of blood loss, increased surgical time, increased anesthesia, definite increased recovery time, possible increased recovery complications, patient went to the unit, donor patient, supposed to be cosmetically sound procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: all rows of the staples formed for about the first 40% of the reload length. At about the 40% mark no staples were deployed on the left hand (patient side) of the reload. It was unknown if clips were used in the procedure prior to this event. The patient lost at least two liters of blood and required an unknown amount of blood products. The patient was a kidney donor that did receive an unexpected mid-line incision from umbilicus to xiphoid. The patient was required to spend an extra two days in the unit. Surgeon stated the patient is doing well and was released on (B)(6). Device is currently being held by risk manager.